Event description:
Allegations of capsulotomy, breasts tender with pain, epigastive pain, headaches, body aches, peripheral neuropathy, dry mouth, severe reflux esophagitis. Replicon intact upon removal.